Event description:
It was reported that during a ptca/stent procedure the stent was deployed successfully. No post-dilatation of the stent was performed. The pt left the cath lab and experienced chest pain and hypotension after pt had returned to the room. The pt was brought back to the cath lab and 100% occlusion was found at the distal edge of the implanted stent. Ptca was performed and an intra aortic balloon pump was placed. The pt was reported to have recovered on the same day.